Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. On 9/26/2024, the patient experienced light-headedness and felt they needed to take sugar, but no treatment was reported from that moment. A blood glucose reading was taken, but the patient was unable to remember a specific cgm and blood glucose reading from that moment but reported that an inaccuracy occurred. In the afternoon, the patient called an ambulance due to light-headedness. When the paramedics arrived, they provided the patient with a slurpee, which effectively raised her glucose levels within 15 to 20 minutes. Of note, it was stated that the patient was unable to treat themselves due to the severity of the lightheadedness. There was no documentation of medical intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.